Event description:
It was reported the patient felt shocks around the implantable neurostimulator since implant when touching ¿metallic things,¿ but also without doing anything. The shocks occurred with ¿electric things¿ as well. An overstimulation sensation was also noted. Impedances were checked and were normal. Reprogramming was also attempted to avoid the shocking problem. This included programming bipolar stimulation, turning stimulation off and reducing parameters. There was no ¿event¿ that was related to the occurrence of shocking. The physiologist had performed the basic actions to reduce the electric field without any success to avoid shocks. It was thought that the device had been explanted because of the issue and also because the patient had not improved enough. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).